Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the MFR. Investigation findings: an evaluation could not be performed as the customer reported that the blade was discarded by the facility. A review of prod history for the past 2 yrs shows no other customer reported events for this failure mode. Conmed linvatec will continue to monitor this prod for failures.

Event description:
It was reported that the tooth broke off this saw blade during a total knee procedure. The toot was retrieved and there was no report of injury or surgical delay with this event.